Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar curved scissors involved with this complaint and completed the device evaluation. The reported complaint was confirmed during failure analysis (fa). The instrument was found to have a broken tube extension at the distal end. A broken piece was not returned, measuring roughly 0.064¿ x 0.095¿ in size. The root cause of this failure is due to mishandling/misuse.

Event description:
It was reported that during central processing, the monopolar curved scissors were broken. There was no patient involvement.